Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. PMA/510(k) # is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "replace sensor" message with the adc device and was therefore unable to obtain sensor readings. The customer experienced a seizure and loss of consciousness and was given coke and food by spouse for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform a "replace sensor" message with the adc device and was therefore unable to obtain sensor readings. The customer experienced a seizure and loss of consciousness and was given coke and food by spouse for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.